Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the physician was proctored by another physician. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the knot came out while withdrawing the proglide device. The method to achieve hemostasis was not reported. The physician name was provided; however, it is unknown if the physician is trained in the use of the proglide device. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.